Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) incorrectly interpreted a ventricular tachycardia (vt) episode as an atrial fibrillation (af) episode. No intervention was performed. There were no patient consequences reported.